Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to scoliosis. Intra-op: two set screws found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. The patient's current status is normal. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with sample m8 mas head found all set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.